Event description:
A (B)(4) distributor returned a monitor because of an issue with the response buttons. The distributor also returned a belt reporting check belt messages and damaged electrode belt shielding.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (response button issue) has been confirmed. Upon eval, the front response button was non-functional. The cause for the non-functional response button is a defective switch. The root cause for the defective switch cannot be positively identified but is likely physical abuse to the response button. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the cable running from the distribution node (dn) to ECG c was cut. The check belt messages were caused by a damaged wires in the dn to ECG c cable. The green wire (driven ground) was severed. The root cause for the severed cable and wire could not be positively determined but was likely physical abuse. No adverse event resulted from the defective response button or the damaged cable and severed wire on the belt. The distributor received a replacement monitor and electrode belt. Device MFR date - monitor sn (B)(4) - 05/2010; electrode belt sn (B)(4) - 05/2008.